Event description:
Customer reported the insulin pump had been sporadically nor recording bolus over the past four months. On (B)(6) she experienced both high and low blood glucose levels. Current blood glucose was 122 mg/dl. Customer lowest blood glucose he experienced was 47 mg/dl and highest was 232 mg/dl. Customer was advised to rewind the device without the reservoir in place, as she was rewinding with it in place. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.